Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of the device "turning itself off," which was not reproduced during evaluation. The reported symptom was confirmed through a review of the event history log as "improper shutdown" messages. The device investigation identified that the issue was occurring only on dc power through evidence in the log. A standard battery module was returned with the device, which was found to have contamination on all four battery contacts. Also, corrosion was found on the positive battery terminal, which was preventing the battery from charging properly. This condition was determined to be the cause of the reported symptom. The battery module was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was was turning itself off when the nurse was attempting to program an infusion. It was also reported there was no patient involvement.